Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Phone number not provided by customer.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. It is unknown if the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
Date of report: 26nov2018. Date of manufacturer: 21nov2018. (B)(4). The customer's biomedical engineer replaced the gas delivery system (gds) to address the reported issue.